Manufacturer narrative:
On 12/20/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a tear was observed in the posterior view measuring approximately 2.1 cm. Within the rupture, siltex cracking was noted in the edges of the tear. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A siltex cracking/rupture failures may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 400cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture and device rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 375cc mentor smooth round moderate profile saline breast implants (catalog number 3501660, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's right-sided device.